Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, wear abrasion and a curved opening on the anterior and posterior sides. A leak test and microscopic analysis were performed which identified a striated opening on the anterior side and a crease sharp opening on the posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp crease opening on the posterior side assessed as a fold flaw opening, and a striated opening on the anterior side assessed as surgical damage consistent with the use of a surgical tool.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.